Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 5 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, air was observed at the hemostatic valve of the clip introducer while inserting clip inside steerable guide catheter(sgc). The clip was replaced with another device to complete the procedure. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay or adverse patient effects.

Event description:
N/a.

Manufacturer narrative:
In this case, the returned device analysis confirmed the reported leak. Additionally, the silicone valve of the ci hemostasis valve was observed to be torn. The reported air/gas in the device, however, was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported leak/splash at the account and during device analysis and air/gas in the device at the account appear to be related to the observed tear in the silicone valve of the ci; however, how the silicone valve got torn cannot be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.